Event description:
It was reported by the sales rep that the endoclamp aortic cannula, ec1001's balloon would not occlude the aorta. "It was not noted on prep to be eccentric however, upon removal it was extremely eccentric. The antegrade cardioplegia was delivered in the usual fashion, but the md said the balloon wouldn't occlude the aorta. When he switched it out for another endoclamp and everything went smooth. The aorta size was 3.2". No adverse patient events. Or prolonged for 4 minutes as they switched out the balloon for another. The procedure was a robotic mvr.

Manufacturer narrative:
Device evaluation anticipated into root cause upon return of the device.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and no visual defects was found the catheter. The balloon was inflated properly and was able to maintained inflation for over two hours with no defects observed. The balloon was able to deflate and able to de air. The eccentricity of the balloon was found to be acceptable. Additionally, the water was injected into the cardioplegia lumen and pressure lumen. Water flowed through the cardioplegia lumen and the pressure lumen. The defect reported in the complaint could not be confirmed on assessment of the returned device and hence no corrective action will be performed at this time. It is not known what caused the occlusion difficulty during the case. The variable eccentricity seen in the balloon is due to the natural variation of the balloon dip-molding manufacturing process. Instructions for use were reviewed and found acceptable. Manufacturing records showed no nonconformities associated with this lot. This complaint could not be traced to a manufacturing or design related issue, therefore a product risk assessment pra will not be initiated. Manufacturing of the endoclamp aortic occlusion device has been discontinued at the contract manufactured. This cannula is now replaced by the next generation device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.